Event description:
Reference number(B)(4). Event occurred in the united states it was reported that the patient experienced eight infusion sets tubing leakage events between (B)(6) 2026. The infusion set was in use for one day. The leakage was at t: lock (quick release) connection. During the event, the patient experienced high blood glucose levels and was treated with a correction injection via multiple daily injections (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 2571054-MDR device 5 of 8. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.